Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: it works there too! Use of the endovascular occlusion balloon to rescue left subclavian vein injury during lead extraction. Heart rhythm case reports. 2021; 7:395¿397. Doi.org/10.1016/j.hrcr.2021.03.012. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding lead extraction. The article reports a patient whose right atrial (ra) and right ventricular (rv) leads exhibited noise. During the explant and replacement of the leads, the patient developed a transient drop in blood pressure. A temporary atrial lead was implanted to achieve synchrony. The patient developed recurrent hypotension and haziness was seen over the left lung field, and the transesophageal echocardiogram demonstrated a left-sided pleural effusion. A left subclavian venogram was performed which demonstrated extravasation of contrast into the extravascular pleural space. A tear was noted in the left subclavian vein, and an endovascular occlusion balloon was used and resulted in rapid stabilization of the patient. The balloon was removed, and vascular surgery placed a stent across the site of subclavian vein tear. A left chest tube was placed by cardiac surgery to drain the hemothorax. The leads were explanted and replaced. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.